Event description:
It was reported that an ilet user experienced a significant decrease in screen brightness, with the display difficult to read and the wake-button backlight cycle no longer functioning, and the device was replaced; the issue involved the touchscreen. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an ambient light¿related problem and a display that was difficult to read, associated with the touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.